Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: rt/rcis. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal did not stick in the tissue tract, so the device is still intact. It pulled straight through the tissue tract. The procedure was an abdominal angiogram procedure. The patient was stable. The estimated blood loss was less than 250cc. Additional information was received on 22aug2025: the angio-seal pulled through the arteriotomy however, became stuck in the tissue tract. The patient continued to have pulsatile bleeding. They held pressure and there was a small hematoma. No additional procedures or devices needed. There was a small nonconsequential hematoma on the device that stayed in the tissue tract. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).